Event description:
It was reported that the pump touchscreen timed off sooner than expected. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.